Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Recently customer accepted our product for usage in nursery, hdu & private ward area. After supplies, some of healthcare update that; they are failed to attach q-syte rotator properly with the catheter hub. It's totally free. If they give more pressure, inside part stuck but rotator free

Manufacturer narrative:
Additional info: d.4. Device expiration date; UDI h.4. Device manufacture date investigation results: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
No additional information.